Event description:
The customer reported that higher than expected testosterone results were generated from an unicel dxi800 access immunoassay systems for a single patient sample over two days. This report represents the higher than expected testosterone results generated on (B)(6) 2012. The testosterone result was reported out of the laboratory and questioned by the clinician because the result did not match the patient's clinical history. Historically, the patient had lower testosterone results. There was no death or injury associated with this event and patient treatment was not impacted. Subsequent dilution testing was performed on the sample which produced similar elevated testosterone results. The customer also noted that the patient's liver enzymes were tested on the day of the event and were elevated. The customer stated that there were no errors posted on the instrument log. The customer indicated that there were no issues with instrument hardware, instrument maintenance or other patient results. The testosterone sample was collected at a satellite facility in a serum tube with gel separators. The sample was not a short draw and possessed no quality issues. The sample was centrifuged at room temperature prior to testing.

Manufacturer narrative:
(B)(6). Service was not dispatched to the site because the customer declined service and did not return the patient sample for beckman coulter inc. Assessment. Beckman coulter assessment of customer supplied instrument performance data indicated that all testosterone quality control (qc) values for the two levels of qc were within the customer's established ranges during the timeframe of the event. The calibration curve generated prior to the event was accepted as passing and had acceptable percent coefficient of variation. A definitive root cause has not been determined to date for this event with the data provided. Mdrs associated with this event: 2122870-2012-00518, 2122870-2012-00519.